Event description:
A healthcare facility in new york reported that a rd900 neopuff infant resuscitator peak inspiratory pressure (pip) control was "not adjusting". There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in california where it was tested by a trained f&p service technician. The unit was serviced and performance tested. Results: the performance test revealed that the manometer was faulty. Conclusion: the most likely cause of the reported event is physical damage due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. We also note that the subject neopuff was over 14 years old. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specifications at time of production.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator was recently received at fisher & paykel healthcare (f&p) service centre in california. We will provide a follow up response upon completion of our investigation.

Event description:
A healthcare facility in new york reported that a rd900 neopuff infant resuscitator peak inspiratory pressure (pip) control was "not adjusting". There was no patient involvement.